Event description:
It was reported that the system 9800 displayed the error message "filament regulator error". System could be reinitialized to erase the error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Power supplies checked okay, circuit boards and cables were found secure. The system was tested and found to be working as intended and placed back into service.